Event description:
It was reported that during the initial implant that the helix of left bundle branch lead was stretched. The lead was replaced and the surgery concluded successfully. The patient was stable.